Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection, and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: bent and dent on outer tube. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: since the customer reported malfunction was not confirmed during evaluation, the definitive root cause of the reported issue could not be determined. A root cause could not be identified for the bent and dent on the outer tube. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the rigid video laparoscope had a leak in the cord. The issue occurred during inspection for use. There were no reports of patient involvement.